Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located in the mid-section of the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issue with the markerbands. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt. A 5.00mm/2.0cm/50cm peripheral cutiing balloon was selected for use. During the procedure, at inflation, it was noted that the balloon ruptured at 10 atmosphere in 3 seconds. The device was simply and completely removed from the patient's body. The procedure was completed with non bsc device. No patient complications were reported. Patient condition was good.